Event description:
It was reported that the patient went to see the surgeon due to emesis. The vns is now off and it is slowly getting better. Further information from physician indicates that the emesis is not related to vns stimulation, but occurred after the patient's last vns revision surgery. After the vns was turned off, the patient still had vomiting 2-3 times per day. The surgeon feels the emesis is likely related to irritation to the vagus nerve after surgery. The patient has no history of emesis pre-vns. The patient's symptoms are much improved now and the patient will be slowly turned back on over time.